Manufacturer narrative:
(B)(4). A request for the return of the device was made but was indicated as unavailable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. However, the customer reported the supply bags not being connected properly which is a known cause of this alarm. The cause for the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that there was a loose connection. There was no patient injury or medical intervention in association with this report. No additional information is available.